Event description:
It was reported by service report that the wheels were excessively worn and the post tube was loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.